Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when the lens was placed in the patients eye it appeared as though there was a defect noted on implant by surgeon. After multiple attempts to remove the foreign object it was determined that the defect was in the lens itself, possibly a crack in the lens, and the lens was then removed by the surgeon. The iol was explanted during initial procedure. There was no patient harm. Additional information has been requested.